Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment and a hysterectomy, cystocele, rectocele and caldeplasty, pt experienced vaginal infections, vaginal discharge and odor, vaginal pain, increased incontinence, difficulty walking and trouble with their genitals. Pt reported the sling tore loose and perforated their vagina during a fall. The sling was removed in 1998, and replaced with another. A screw was not located at that time. Pt reported vaginal repair surgery 8 months later, to correct discharge. Pt reported the second sling perforated the vagina and a portion of the sling was cut on 2001. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.